Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is deceased. Customer's date of death was (B)(6) 2014. Customer passed away at home. Customer's cause of death was suicide due to the customer having cancer. Customer had reoccurring prostate and throat cancer since 2013. Customer's last diagnosis was (B)(6). Customer was not wearing the pump at the time of death. Customer was off the pump for less than a few hours before passing. Customer removed the pump hours before his death because he knew he was going to commit suicide. Customer was not wearing a sensor at the time of death. Caller is unable to upload the data on the pump because the data on the pump has been erased. Caller wants the pump back after analysis is complete. Caller agreed to return the pump. No further assistance needed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump was received with no battery. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump had a cracked reservoir tube lip. Data analysis: there is no data available, due to insulin pump received without a battery installed.